Event description:
The customer reported that they were performing type and screen testing on the ortho provue analyzer. The analyzer cancelled test results related to sample identification number. Results posted by the lis did not match results posted by the provue. The customer identified the discrepancy and did not report the false results. However, if this incident were to recur undetected, erroneous results could be reported.

Manufacturer narrative:
Investigation into this event found that the translation software between the provue and the lis malfunctioned while interpreting the cancelled test results, leading to the association of incorrect test results with the sample ID in the lis report. The provue cancelled the test results for the sample ID number as expected. The OEM of the translation software indicated that they will address the test cancellation issue in the software.